Manufacturer narrative:
(B)(4). : the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary partially covered rx stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during deployment, the stent "popped off" quickly. The stent was deployed prematurely in the duodenum. The physician removed the stent using forceps and placed another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.